Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for automated peritoneal dialysis (apd). The patient experienced cloudy effluent as a result of the peritonitis. The cause of the peritonitis was unknown. Per hospital protocol, the patient discontinued apd therapy and began capd (continuous ambulatory peritoneal dialysis) therapy. The patient was treated with ceftazidime and vancomycin for the peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4): on (B)(6) 2013, follow up information was obtained related to this event. It was reported that the patient recovered from the event of peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.